Event description:
Fill volume: 400 ml. Flow rate: 10 ml/hr. Procedure: total knee arthroplasty. Cathplace: adductor canal block. Date of procedure: (B)(6) 2014. An anesthesiologist reported an incident of fast flow. The pump was started on (B)(6) 2014, at 12:30 pm. It was reported the select-a-flow unit was set at 10 ml/hr. The red tag on the ondemand unit (pca unit) was not removed, which caused a significant amount of local anesthetic into the patient over the course of 18 hours. Approximately double the volume was given to the patient than expected. On (B)(6) 2014, 06:00 am, the patient began having signs of local anesthetic toxicity, further described as dizzy, involuntary movement, and confusion. The infusion was stopped. There was an estimated 50 ml to 100 ml volume left in the pump at that time. The patient was transferred to the ICU for monitoring. The patient was in stable condition.

Manufacturer narrative:
Method: no methods have been completed as the time of this report as the suspect device has not been evaluated yet. The device history record (DHR) review will be conducted. Results: results are unavailable currently, but as the device is returned for evaluation, investigation will be conducted. Conclusions: the suspect part has been requested for return to conduct investigation and evaluation. An additional report will be issued when there are findings. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.